Manufacturer narrative:
Due to the automated mes system (manufacturing execution system). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information mentioned that the coil compaction was assessed by the site to be coil related. The as reported events are known and anticipated complications to these types of procedures and patient condition, and are listed as such in the device dfu, therefore an assignable cause classification of anticipated procedural complication will be assigned to this complaint. This is the second of 2 reports. Subject device is not available.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located at the basilar apex. Raymond scale post procedure was 1. It was reported that 12 month-post procedure, there was compaction of the aneurysm and endovascular re-intervention was required. According to the site, the aneurysm compaction was related to the procedure and to the subject device coil mass.